Event description:
The customer reported a delay in delivery of pacing therapy. There was no adverse pt impact reported.

Manufacturer narrative:
The customer reported a delay in delivery of pacing therapy. There was no adverse pt impact reported. The unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. Review of the event summary shows that delay was the result of the user not pressing the pacer start button.